Manufacturer narrative:
This incident is being recorded under (B)(4). The device will be returned for analysis an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the device had inconsistent cutting depth, was not calibrating and skipping which left skin behind. Patient impact was noted but no details have been provided. Diligence is in process.